Event description:
This unsolicited device case from united states received on (B)(6) 2013 from a consumer (patient). This case concerns a (B)(6) male pt whose experienced pain from knees down to feet and whose knees were tremendously worse (arthroscopy) after receiving treatment with synvisc one. It was also reported that the pt's knees were not getting better (sub-therapeutic response). No relevant medical history, past drugs, other concomitant medication or concurrent conditions were reported. On an unk date in (B)(6) 2013, the pt received treatment with synvisc-one injection, at a dose of 6 ml, once (route, batch/lot number and expiration date unk) into both knees for osteoarthritis. On an unk date, the pt complained that his knee condition had been tremendously worsened since then with his pain shooting from his knees to the feet. The pt had tried putting ice on the pain inflicted knees everyday but his knees are not getting better (sub-therapeutic response). It was reported that the patient tried setting up an appointment with the healthcare professional (hcp) who gave injection treatment but it had been turned down unless the pt schedules for knee replacement. On an unk date, the pt planned to sue the hcp for not giving an appointment although the pt had no complaints against injection medication. It was reported that the pt had also been to a pain clinic where he was prescribed pain patches and pills. Action taken: not applicable. Outcome: unk. A pharmaceutical technical complaint (ptc ) was initiated and results were pending for the same.